Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the coronary sinus was dissected when the catheter was being used. It was noted that the catheter had "jumped" forward and effusion was observed. A pericardiocentesis was performed, blood was taken out of the pericardial space, and the procedure was aborted. No further patient complications have been reported as a result of this event.